Event description:
It was reported that pump screen was scratched and unreadable, although pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump.